Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the battery was replaced during pacing, however the epg was not backed up and shut down. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed functional testing for the battery removal test. (B)(4)